Event description:
It was reported that the customer passed away while wearing the insulin pump. The wife stated that the cause of his death is unknown, and she is still waiting for the death certificate. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.